Manufacturer narrative:
The customer contacted siemens customer care center (ccc) and allowed remote access to her instrument. Ccc was able to retrieve the calibration information and the quality control (qc) data, which were both acceptable. A siemens customer service engineer (cse) specialist was dispatched to the customer site to evaluate the instrument. The cse replaced reagent probe 2 (r2) flush pump and cleaner pump because r2 flush pump backlash was 110, indicating it failed. The cse blew out the photometer with compressed air because filters 340 and 293nm had failed standard deviation, after which it passed. The cse replaced cuvette washer filters and cleaned washer a t-fitting because washer a valve/transducer check had failed and the t fitting was clogged. The cse replaced the aliquot probe cleaner pump and pump solenoid. The cse performed calibration and ran qc resulting within range. The cause of the discordant, falsely low calcium (cl) results on two patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required at this time.

Event description:
Discordant, falsely low calcium (ca) results were obtained on two patient samples tested on a dimension vista 500 instrument. The initial results were not reported to the physician(s). The samples were repeated on an alternate dimension vista instrument, resulting higher. The repeat results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low ca results.